Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance which prevented the patient from receiving a magnetic resonance imaging (MRI). It was further reported that the right atrial (ra) lead exhibited dislodgement and non-capture. Both the rv lead and ra lead were capped and replaced. No patient complications have been reported as a result of this event.